Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the surgeon could not get correct information from hub, the rousoulley classification in the hub is wrong and he asked me to clarify over email what the classification is for two different cases one on 12/12 and one on 12/14. This is a roussouly miscalculation issue that originates in the spine analyzer while it appears in the unid hub. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: software device analysis of product: sw3002; version: v4.1.0 the reported event has been reviewed and determined that the reported behavior is a software anomaly, which is captured in CAPA pr 668690. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.